Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer had the pump in their pocket and bumped against a counter and the touch screen became shattered. Customer is unable to interact with the pump touch screen due to pieces of glass that were coming off the touch screen. Customer's blood glucose was 140 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.